Event description:
A graft was placed for hemodialysis access in the left upper arm (brachial artery to axillary vein) in a male with a history of failed accesses. The following day, while receiving dialysis using a permcath, the patient reported acute ischemia to his left hand. A clot extending from the proximal aspect of the graft into the brachial artery was discovered and surgically removed after which the patient was asymptomatic. The device history record was reviewed and the device was found to be in compliance with all criteria for acceptance at the time of manufacture.

Manufacturer narrative:
A member of the laboratories medical advisory board (vascular surgeon with experience using this device) evaluated the physicians description of the incident as well as the operative reports for the implant and corrective procedures and concluded that the event was not caused by the device.